Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was explanted and replaced due to a lead malfunction.

Manufacturer narrative:
Correction: d7 - lead was capped not explanted. Previous report noted an explant date.

Event description:
New information received noted that the right ventricular lead exhibited noise. The lead was capped. Patient condition could not be obtained.